Event description:
It was reported that the programmer had "telemetry failure." Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate wireless devices, and the radiofrequency transmitter was therefore replaced. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure." Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radio frequency programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.